Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Force sensor test error appeared in event history log. The technician performed power up process, checked and test force sensor. Force sensor error was found at power up and failed force sensor reading, at 0.00 pounds (lbs) the force reading was -1.08 lbs. And the count was at 0.00 (at 0.00 lbs. Of force the count should be at 30s range). The root cause of the reported issue was found to be force sensor was out of calibration as a result of normal wear and / or the customer not performing required annual pump preventative maintenance activities. The pump was over 2.5 years old. The technician performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the force sensor error and the error was unable to clear. No patient injury was reported.